Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and femoral loosening at the bone/cement interface. Competitor cement was used at the time of original implantation. The patient cancelled their original revision surgery 2 weeks prior to this revision. In the mean time the patient fell and developed a peri prosthetic fracture. The implant would not have contributed to the loosening as it occurred to the cement/bone interface. Osteolysis was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied investigational inputs confirmed the reported peri-prosthetic fracture. The periprosthetic fracture is the direct result of the fall the patient had in the interim between her delaying the revision allegedly scheduled approximately 2 weeks earlier. Review of the supplied investigational inputs did not confirm the reported loosening at the cement/bone interface. Based on the inability to determine a root cause for the reported loosening at the bone/cement interface aor osteolysis, the need for corrective action was not indicated.